Event description:
A vns patient had passed away. It was reported that the death was presumably due to a seizure in their sleep. Exact cause of death is unknown at this time. There is no evidence at this time that ncp system caused or contributed to the reported event. The patient had reportedly experienced a >50% reduction in seizures with the vns therapy and was receiving vns therapy at the time of death. Treating neurologist indicated that the relationship between the event and the ncp system was unknown. An autopsy was performed. The ncp system was not explanted.